Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, e2, g1, h4, h6, h11. A review of the complaint history for sn 43028455 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 43028455 was performed from the date of manufacture, 04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that critical override message was on all pyxis units. A technical support specialist performed to process register message with 250 or more allergies and continues to retry until operation timeout was reached, this halted new messages from processing on es server to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medications were not crossing over. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system medications were not crossing over. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The serial number, UDI and manufactures details kept blank since the given asset information found to be careaware enhanced dispensing software.